Event description:
It was reported that a rotor test was done in 2007 and gave no indication of a pump dysfunction. A catheter study was done in the same month, and gave no indication of an occlusion. However, at the refill visit it was determined that the pump had not delivered the medication. The volume was the same event though it had been weeks since the pump had been filled. The pump was replaced. The pt was doing well. The pump was used to deliver intrathecal morphine.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow up report will be sent when the analysis is complete.